Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found, that the allegation was confirmed, due to a defect in the assembly of the printed circuit board. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that no image comes out of the serial digital interface port, due to a defect in the assembly of the printed circuit board. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video system center had no image in the sdi output. The issue was found during maintenance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.